Event description:
Edwards received information through its implant patient registry that a 29mm bioprosthetic mitral valve, implanted approximately two (2) years and nine (9) months, was explanted and replaced with a 33mm bioprosthetic mitral valve. No additional information has been made available.

Manufacturer narrative:
It is unknown if the device is available for return and evaluation; however, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, information regarding the 29mm mitral pericardial valve explant was received through our implant patient registry process and subsequent attempts to get additional information or return of the device for evaluation have been unsuccessful. Therefore, the root cause for explant of this device remains indeterminable. However, in the event information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.